Event description:
The core impaction drill was sent for eval due to overheating during a MFR sales rep testing. There was no pt involvement, and no adverse consequences reported.

Manufacturer narrative:
The device was received, and the eval is in progress. A follow-up report will be submitted once the quality investigation is completed.